Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Right ventricular (rv) lead noise due to myopotential oversensing was noted. The lead was explanted and replaced. The patient is stable.